Manufacturer narrative:
Failure analysis noted that the pump alarmed motion sensor test failure during rewind. The problem was isolated to the mother board. They were unable to verify the motion sensor test failure alarms due to the motion sensor test failure alarms. The pump had cracked reservoir tube lip, scratched lcd window, scratched case and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 210 mg/dl. The customer stated that he was trying to bolus when the motor error alarm was received. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.